Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, it was discovered that the right ventricular lead was fractured. Loss of capture and an increase in impedance was also noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2018 due to fracture, loss of capture and high impedance. The patient was stable before, during and after the procedure and discharged.